Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned for analysis. The svc exposed defib conductor was distorted and damaged at implant. Dried blood is visible and not obstructed in the distal end of the lead.

Event description:
It was reported that the lead was not implanted, because the helix could not be extended during the implant prodedure. The physician used another rv/svc lead without issue. No patient complications have been reported as a result of this event.